Event description:
It was reported that the ilet pump screen was cracked and unresponsive to touch, preventing normal device interaction; the device was shut down and a replacement was arranged, and the user was instructed to continue glucose monitoring with the cgm app or receiver. Symptoms included no injury. Outcomes included interruption of device use requiring replacement and return of the affected unit. Investigation included collection of device identifiers, verification of shipping and return logistics, confirmation of data sync status, and user education on shutdown and startup procedures. Investigation of this case revealed physical damage to the display with loss of touch functionality and inability to continue pump operation. It was concluded that the event was due to damaged hardware affecting the device screen, with no reported patient harm.